Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 95 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. It also had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corner, and stained end cap sticker.

Manufacturer narrative:
.